Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose. The patient's blood glucose exceeded 400 mg/dl, and she was treated with manual injections and an IV drip. The customer felt thirst, fatigue, and pain in her neck and shoulders as a result of the hyperglycemia. Troubleshooting was initiated for the insulin pump and a bent infusion set cannula was discovered. The insulin pump appeared functional; a high pressure test was performed and passed. No products were returned for analysis.